Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited damage to the locking line key plug of the video cable section, a broken charged coupled device (r-unit), and the occurrence of image stripes. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.